Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to routine device change-out, the left ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient's condition was good during and after the procedure.